Event description:
A continuous cycling peritoneal dialysis (ccpd) pt caregiver (wife) called technical support requesting assistance cancelling treatment because the pt was incoherent during treatment and she wanted to discuss this symptom with his pd rn during his office visit this day. She also indicated that the pt experienced abdominal pain on (B)(6) 2015. Upon follow up with the pt's pd nurse she stated that the pt was admitted to the hospital that day ((B)(6) 2015) for peritonitis. It was originally thought touch contamination, however, upon additional questioning of the pt, it was learned that there was a pinhole in the catheter that he did not tell anyone about. The catheter was repaired and he was discharged from the hospital in stable condition, however, he is completing his course of ip antibiotics until (B)(6) 2015. The pt continues with the ccpd program in stable condition. Pt medical records were requested but not yet received.

Manufacturer narrative:
Based on the information provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department requested the pt's medical records but they have not yet been received. A supplemental medwatch report will be submitted upon completion of the device investigation and final review of medical records by the post market surveillance department should the records be received.